Manufacturer narrative:
Additional information - multiple requests for product return were submitted; however, the pump was not received from the hospital. The explanted device was not available for evaluation. A direct correlation between the device and the reported event could not conclusively be determined. Additionally, the report of elevated pump power and estimated flow could not be confirmed as no log files from the time of the reported event were submitted for evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years, 8 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4.5 years of support, the patient was admitted to a nearby hospital due to suspected pump thrombosis. The patient¿s lactate dehydrogenase level was 1000 u/l and the patient experienced unspecified signs of hemolysis. The pump power and estimated pump flow parameters were elevated. Treatment with heparin was started. On an unspecified date, a red heart alarm and pump stoppage event was observed. A pump exchange was subsequently performed on (B)(6) 2017. No additional information was provided.